Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to urethral atrophy. The entire aus system was removed and replaced. The patient procedure outcome was positive.